Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Review of the device history record indicates the product was built to specification. One opened threaded hub cannula was received for evaluation. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for fit with a syringe and for luer taper and was found conforming. Finally, the sample was functionally tested for air flow and was found conforming. The customer returned one syringe sample which was sent to the supplier. The supplier visually inspected the sample and found no defect that would lead to the customer¿s complaint. The sample met specifications. A functional test was performed and found that the syringe was not loose after connecting to a syringe from the supplier's stock. No defect was found at the manufacturing process. There has been no change in the formation or control process in the past year. There has been no other reported complaints. The root cause of the customer's complaint could not be established as the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the tip of the syringe was too loose to insert the cannula and the cannula came off while in use. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.